Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor smooth saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous left breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (left) 250cc mentor smooth round moderate plus profile saline, catalog: 3502250, lot: 9701216, sn: (B)(4) and (right) 250cc mentor smooth round moderate plus profile saline, catalog: 3502250, lot: 9802832, sn: (B)(4).

Manufacturer narrative:
On december 29, 2022, the mentor failure analysis lab received the device for evaluation. On january 9, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline smooth breast implant. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.